Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the coils had migrated") and device expulsion ("malposition of essure device location of device: essure device found in endometrial cavity attached to uterotubal junction") in a 46-year-old female patient who had essure (batch no. C76451) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ovarian cyst and ankle fracture. Concurrent conditions included rotator cuff tear, sciatica, nerve pain, uterine bleeding, irregular menstruation, obesity, pain in hip, adjustment disorder, ganglion cyst, menometrorrhagia, uterine enlargement and anesthesia. On (B)(6) 2016, the patient had essure inserted. In july 2016, the patient experienced menorrhagia ("excessive and abnormal bleeding during menstruation / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In august 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In october 2016, the patient experienced weight increased ("weight gain"), alopecia ("hair loss"), abdominal distension ("bloating"), dyspareunia ("dyspareunia (painful sexual, intercourse)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), feeling abnormal ("brain fog"), sexual dysfunction ("sexual dysfunction"), allergy to metals ("nickel allergy"), complication of device insertion ("left tubal ostia difficult to identify and placement originally unsuccessful") and fallopian tube spasm ("tubal spasm"). The patient was treated with surgery (removal of the device on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device expulsion, arthralgia, feeling abnormal, sexual dysfunction, allergy to metals, fatigue, complication of device insertion and fallopian tube spasm outcome was unknown and the menorrhagia, weight increased, alopecia, abdominal distension, vaginal haemorrhage, dysmenorrhoea, dyspareunia and vaginal discharge had resolved. The reporter considered abdominal distension, allergy to metals, alopecia, arthralgia, complication of device insertion, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube spasm, fatigue, feeling abnormal, menorrhagia, sexual dysfunction, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: left - 10 trailing coils diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion diagnostic hysterosalpingogram : findings: bilateral essure devices are seen. The left essure device extends into the cornua and into the endometrial cavity as seen on ultrasound. The right essure device is seen slightly beyond the cornua, however presumably within the fallopian tube. Impression: no spillage of contrast into the bilateral fallopian tubes or peritoneal cavity most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abnormal bleeding (vaginal), nickel allergy, malposition of essure device location of device: essure device found in endometrial cavity attached to uterotubal junction, dysmenorrhea (cramping), dyspareunia (painful sexual, intercourse), vaginal discharge, fatigue, left tubal ostia difficult to identify and placement originally unsuccessful, tubal spasm", reporter, lot number added from pfs. Concomitant and historical condition, lab data added from medical record. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the coils had migrated") and device expulsion ("malposition of essure device location of device: essure device found in endometrial cavity attached to uterotubal junction") in a 46-year-old female patient who had essure (batch no. C76451) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ovarian cyst and ankle fracture. Concurrent conditions included rotator cuff tear, sciatica, nerve pain, uterine bleeding, irregular menstruation, obesity, pain in hip, adjustment disorder, ganglion cyst, menometrorrhagia, uterine enlargement and anesthesia. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced menorrhagia ("excessive and abnormal bleeding during menstruation / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2016, the patient experienced weight increased ("weight gain"), alopecia ("hair loss"), abdominal distension ("bloating"), dyspareunia ("dyspareunia (painful sexual, intercourse)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), feeling abnormal ("brain fog"), sexual dysfunction ("sexual dysfunction"), allergy to metals ("nickel allergy"), complication of device insertion ("left tubal ostia difficult to identify and placement originally unsuccessful") and fallopian tube spasm ("tubal spasm"). The patient was treated with surgery (removal of the device on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device expulsion, arthralgia, feeling abnormal, sexual dysfunction, allergy to metals, fatigue, complication of device insertion and fallopian tube spasm outcome was unknown and the menorrhagia, weight increased, alopecia, abdominal distension, vaginal haemorrhage, dysmenorrhoea, dyspareunia and vaginal discharge had resolved. The reporter considered abdominal distension, allergy to metals, alopecia, arthralgia, complication of device insertion, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube spasm, fatigue, feeling abnormal, menorrhagia, sexual dysfunction, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: left - 10 trailing coils diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion diagnostic hysterosalpingogram : findings: bilateral essure devices are seen. The left essure device extends into the cornua and into the endometrial cavity as seen on ultrasound. The right essure device is seen slightly beyond the cornua, however presumably within the fallopian tube. Impression: no spillage of contrast into the bilateral fallopian tubes or peritoneal cavity quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the coils had migrated") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation"), weight increased ("weight gain"), arthralgia ("joint pain"), alopecia ("hair loss"), abdominal distension ("bloating"), feeling abnormal ("brain fog") and sexual dysfunction ("sexual dysfunction"). The patient was treated with surgery (removal of the device on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, menorrhagia, weight increased, arthralgia, alopecia, abdominal distension, feeling abnormal and sexual dysfunction outcome was unknown. The reporter considered abdominal distension, alopecia, arthralgia, device dislocation, feeling abnormal, menorrhagia, sexual dysfunction and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.